Event description:
The customer stated she saw a burn mark on the display of the contour next ez. No ae alleged. The customer was asked to return the meter for investigation. A new meter was sent to her.